Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in south korea. It was reported that the error message ¿head error¿ occurred on the rotaflow drive. It was noticed when the device was turned on. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that the error message ¿head error¿ occurred on the rotaflow drive. It was noticed when the device was turned on. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rotaflow drive was detected as defective and has been sent to germany for repair. During the investigation of the affected rotaflow drive by the getinge service department on 2025-11-10, the "head error" could be confirmed. Thus, the drive was sent to the supplier emtec for repair on 2025-11-12. On 2025-12-15 the supplier emtec was able to reproduce the reported failure "head error" and electronic parts have been replaced. After functional test at the getinge service department on 2026-01-09 the device was sent back to the user. The most probable root cause could be determined by the supplier emtec as residues of cleaning cloth inside the pump. These caused a short circuit on the circuit board when wet. Based on these investigation results the reported failure could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-11-14 for the period of 2012-06-27 to 2025-10-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow console with s/n (B)(6) was produced in 2012-06-27. Rotaflow drive: the review of the non-conformities has been performed on 2025-11-14 for the period of 2012-06-25 to 2025-10-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow drive with s/n (B)(6) was produced in 2012-06-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. It is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 9.1 cleaning: always clean after each use. Only clean with a damp cloth. Do not spray the device with liquids. Make sure that no liquid enters the collar of the rotaflow drive. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. It is also necessary to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The event occurred in south korea. It was reported that the error message ¿head error¿ occurred on the rotaflow drive. It was noticed when the device was turned on. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The rotaflow drive was detected as defective and has been sent to germany for repair. During the investigation of the affected rotaflow drive by the getinge service department on 2025-11-10, the "head error" could be confirmed. Thus, the drive was sent to the supplier emtec for repair on 2025-11-12. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failures could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-11-14 for the period of 2012-06-27 to 2025-10-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow console with s/n (B)(6) was produced in 2012-06-27. Rotaflow drive: the review of the non-conformities has been performed on 2025-11-14 for the period of 2012-06-25 to 2025-10-16. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow drive with s/n (B)(6) was produced in 2012-06-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).